Manufacturer narrative:
G2. Foreign: spain medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to increase their therapy. Their controller displayed the "unable to provide desired stimulation" message. The representative noted that all was ok with the programming. A replacement controller was requested. Additional information was received. It was reported that it changed the language for them and it changed the stimulation. The patient had called again stating that they had already received the controller and the charger from the manufacturer. They had connected them, but were still having the same problem of not being able to increase the stimulation. The patient was still having a message that says stimulation cannot be provided when trying to increase their stimulation settings. The patient asked what they should do. Referred patient back to the hospital so that they can check their stimulation system.